Event description:
Boston scientific received information that the patient with this device system reportedly passed out while at home. The patient was placed in the intensive care unit (ICU), where improvement in patient condition was observed. The patient's physician was requesting that the device be interrogated by a local area sales representative. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.